Manufacturer narrative:
(B)(4). (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a laparoscopic bilateral hernia, while fixing the mesh on coopers ligament, the tacks fell into the patient cavity. It was retrieved with (B)(6). Another device was used in order to complete the case. There was no patient injury.